Event description:
It was reported that a malfunction occurred when the customer's pump got wet due to a leak in their home. There was no reported adverse impact to the customer's blood glucose level. Technical support arranged for the pump to be replaced, and the customer declined to provide backup insulin method. Technical support recommended the customer consult with a healthcare professional regarding backup insulin therapy.